Event description:
This lead was capped because it lead dislodged shortly after implantation. At this time, the dissection was made to reprogram the device vvi. As the patient's medical condition deteriorated, the decision was made to cap and replace this lead on (B)(6) 2011. Should additional information become available, this event will be updated.